Event description:
The pt received implant treatment in the mandible, position 47, 46, 45. No relevant medical condition were reported. Pre-surgical planning was performed according to protocol and the clinic's routine. Hydrocodone, ibuprofen, vicodin and chlorhexidine were prescribed prior to the surgery. The surgery was conducted on (B)(6)2012, local infiltrative anesthetic was use. Midcrestal incision from 44 to retromolar pad. A full thickness lingual and facial flap was elevated 2 mm beyond the mucogingival junction. Surgical guide was used for initial osteotomies and dense bone drilling protocol was used for the osteotomies. Implants 47, 46 and 45 were placed. A small facial dehiscence on 45 was covered with autologous bone scraped from the facial aspect of 47. Implants were placed and considered stable. Cover screws were placed. On (B)(6) 2012, post-op swelling in the mandible area, erythema. Infection extended to the lingual space and the pt had difficulties to swallow inferior border of right mandible could not be palpated antibiotics were prescribed and the pt was hospitalized and given intravenous antibiotics and drainage of the affected area. Intubation to maintain airways. Pt admitted to intensive care. The pt responded to the treatment and was discharged from hospital (B)(6) 2012. According to the clinician the pt is doing well.

Manufacturer narrative:
The medical device remains implanted and therefore the device eval is conducted based on the device history file. The dhf did not show any deviations. According to our medical expertise, swellings affection the airways can occur with dental treatment in the mandible. With the available info we cannot see that the incident is product related.